Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. The nozzle was clogged. The nozzle was not deformed and there was some black rubber-like material clogged inside the nozzle. The bending cover was damaged and the key top of switch one (1) was deteriorated and swelled up. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the air/water supply was unsmooth on the evis lucera gastrointestinal videoscope. The intended procedure was completed with another scope with no surgical delay. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material clogging the nozzle likely occurred from an accessory device which broke and entered the channel. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.